Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/13/2024, it was reported by a sales representative via email that two ar-2324bcsp swivelock eyelets broke during insertion. This was discovered during a procedure on (B)(6) 2024. Additional information received on 12/19/2024: the procedure took place on (B)(6) 2024. Both anchors and all fragments were removed from the patient. The case was completed using a new ar-2324bcsp swivelock. The case was slightly delayed, only by a few minutes without additional anesthesia.